Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited early battery depletion, displayed fault codes and ultimately lost telemetry function.